Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the black handle/grip of a sliding mechanism broke. It is unknown when the issue was observed but it did not happen during a surgery. There was no patient involvement. This report involves one (1) sliding mechanism. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation flow: damage. Visual inspection: sliding mechanism was received at us cq. Upon visual inspection at cq, it is observed that the black polyamide handle is broken at the distal attachment screw. The two screws which are holding the handle are still in place, remaining within the instrument. Few broken off handle pieces were not returned at cq. The rest of the device shows normal surface wear consistent with device use which would not contribute to the complaint condition. Thus, the complaint is being confirmed. Device failure/ defect found? Yes. Dimensional inspection: dimensional analysis around other parts of the broken handle could not be measured due to the post manufacturing damage. Documentation/ specification review: no design issues or discrepancies were found during this investigation. Complaint confirmed? Yes. Investigation conclusion: visual inspection, and document specification review of the received device was performed at cq. The complaint is being confirmed as the measuring tip of the black polyamide handle is broken at the distal attachment screw. While a definitive root cause could not be determined for the broken handle, but there is high possibility that the device might have encountered unintended forces. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part number: 314.291, lot number: 09-8431, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: nov. 04, 2009. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.